Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the procedure was being performed on (B)(6) female pt in the pediatric uti weighing (B)(6) with cardiopathy septic shock. The pt was receiving dobutamine, adrenalin, fentanyl, and an antibiotic. The catheter was inserted into the pt's jugular vein. At the time of "flush", the saline solution went out of the outer catheter lumen indicating there was contact between the catheters. As a result, the drugs were administered peripherally. There was a delay in treatment with no harm to the pt and no complications were reported. The pt expired but was not caused by the product. Follow up info received on (B)(6) 2012 states the pt expired on (B)(6).